Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen was unresponsive. The user stated the device had been dropped the prior day, resulting in a small crack at the top of the screen. No injuries occurred from the cracked glass. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.